Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 72" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was confirmed to be caused by a defective pace/defib (pd) engine board. The pd engine board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.